Event description:
During a follow-up, low sensing was observed. X-ray revealed that the lead had dislodged to the right atrium. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.